Manufacturer narrative:
Labeling review indicates that careful pt handling post-operatively is very important while the fusion mass matures and becomes able to share load with the implant. Until x-rays confirm maturation of the fusion mass, external mobilization (such as bracing or casting) is recommended. Instructions to the pt to reduce stress on the implant are an equally important part of the attempt to avoid the occurrence of clinical problems that may accompany fixation failure. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. However, it is known that the pt was non-compliant for post-operative external support which is in contradiction to product labeling. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported at the three week post-op follow up, the pt was experiencing loss of upper extremity strength. CT showed dislodged hardware. Upon incision, it was found that the two screws at the caudal end of the plate had pulled out of the bone. The top two screws in the plate were removed via screwdriver. The plate was intact and had no product performance issues. The entire construct was removed from the pt and replaced. It is noted the pt was non-compliant with post-operative instructions and did not wear the soft collar.